Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores that were red, open, and oozing under the electrodes. The patient's family doctor indicated that the patient had contact dermatitis and that he may be allergic to nickel. The doctor prescribed mupirocin 2% steroid cream and the sores healed.